Event description:
The customer reported that there was a saturation fault error. This may prevent the sys from boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as further repair info is not available.